Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience skypoint referenced in is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the right coronary artery with occlusion and 3 areas of high grade stenosis. A balance middleweight (bmw) guide wire was used to cross the lesions in the right coronary artery and into the posterolateral branch. A 4.0x38 mm xience skypoint stent was positioned over the first 2 stenoses and deployed at 18 atmospheres (atm). There was waist seen in the middle of the stent and angiogram post stent deployment showed a perforation at the distal edge of the stent. The stent balloon was advanced and inflated to 4 atm for about 5 minutes. The leak was decreased but still present so another inflation was performed for 5 minutes. The bmw guide wire was then moved in a parallel fashion to the vein graft. At this time there was minimal extravasation of dye at the perforation site so the distal portion of the lesion was treated with a 3.5x18 mm xience skypoint stent deployed at 12 atm. Post dilatation was performed with a 4.0x12 mm balloon and the balloon was then used for the perforation site for 8 minutes. Angiogram following this showed extravasation of contrast and transthoracic echocardiogram (tte) showed persistent pericardial effusion. The 4.0x19 mm graftmaster covered stent was positioned covering the distal edge of the first stent and spaced evenly on either side and deployed at 17 atm. There was another site of perforation so a 4.0x26 mm graftmaster covered stent was implanted at 15 atm overlapping largely with the first graftmaster and extending more proximally. Angiograms showed no extravasation of contrast. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 17 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The reported patient effect of perforation is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.